Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: I have been in to collect the product today but unfortunately they have not kept the suture/needle in question. Did the suture break or did the needle pull off from the suture thread?, the answer is neither. The needle itself bent and snapped. The suture thread was undamaged.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device peu052 batch number, and no non-conformance's were identified. Additional information was requested and the following was received: did the suture break or did the needle pull off from the suture thread? Currently awaiting a response from the vascular team leader on the exact details of where the suture snapped. Device return status/follow up. The device is due to be collected. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. It was reported that suture were breaking at the needle. There were no adverse patient consequences reported.